Event description:
It was reported that the customer required assistance to treat a blood glucose (bg) level. It was not provided if the customer experienced a high or low bg level. Reportedly, customer was using fiasp for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.